Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, difficulty was experienced when positioning the right atrial (ra) lead due to a fibrotic atrium. After two attempts, noise was noted through the pacing system analyzer. As it was not possible to obtain measurements, the lead was explanted. No adverse patient effects were reported.